Event description:
It was reported that the atrial lead did not capture at maximum output and had poor sensing. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154awg implantable pulse generator (B)(6) 2007; 6949-65 implantable tachy lead (B)(6) 2007. (B)(4).